Manufacturer narrative:
Section d4: additional information. Device evaluated by MFR: additional information. Device manufacture date: additional information. Manufacturer investigation conclusion: the evaluation of the returned device confirmed the report of suspected pump thrombosis. The obstruction of the blood flow path by the observed thrombus formation could have contributed to the reported hemolysis. However, a specific cause for the reported subarachnoid hemorrhage and a direct correlation with the evaluation findings of the returned device could not be conclusively determined. Upon disassembly, a large thrombus formation was observed in the outlet stator surrounding the outlet bearing ball and obstructing the blood flow path through all three stator vanes. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. The dark areas of denaturation on the thrombus as well as the concentric contact marks noted on the rotor outlet section and the outlet bearing cup indicate that the thrombus was present while the pump was supporting the patient; however, a duration of time for which it was present in the device could not be determined. The observed thrombus was obstructing a large portion of the blood flow path and could have contributed to the reported hemolysis. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, it should be noted that anticoagulation had reportedly been reversed following a subarachnoid hemorrhage prior to the development of hemolysis. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any wire discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the device operated as intended. The heartmate ii lvas IFU lists device thrombosis, hemolysis, bleeding, and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Incidental finding: incidental finding of a superficial crack in the silicone of the distal end bend relief was observed during the evaluation of the returned device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was at home and developed a subarachnoid hemorrhage. The patient was admitted to the hospital on (B)(6) 2019, the patient later developed hemolysis and the account suspected a pump thrombosis. A pump exchange was performed on (B)(6) 2019. No further information was provided.